Event description:
The manufacturer received information alleging a low circuit leak alarm occurred on a trilogy 100 ventilator. The leakage was not improved even by adjusting the circuit structure or changing the settings. There was no harm or injury reported. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the low circuit leak alarm was found in the device's log during an operational check. The service technician also states that the device failed a test step during preventative maintenance relating to positive and zero flow verification. The sensor printed circuit assembly (pca) board was replaced to resolve the failed test step and low circuit alarm issue. Repair testing, alarm check, battery check, run in testing, and cleaning were performed. The unit operated properly. No further investigation.